Event description:
Incident reported as: the staples did not close properly after pressure was applied to handle. No patient injury reported.

Manufacturer narrative:
The device sample is available for evaluation, however, the investigation results are not yet available at time of this report. A follow up report will follow when investigation results are available.